Event description:
It was reported that 5 minutes after a successful cardiac ablation procedure, the pt's heart stopped and the reanimation failed. An autopsy has been performed and has shown a large left chamber ischemia which was most likely related to the pt condition. No perforation was noticed and it was determined that the ischemia was due to a right coronary artery shrinkage. The physician did not notify a device malfunction but requested a generator check.

Manufacturer narrative:
It was reported that the catheter used was a medtronic marinr mc 4mm, 7fr. Pi1-3j7dh2. The investigation of the generator showed no malfunction of the device. The generator passed all tests.